Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that there had been random loss of prime alarms for the past couple of weeks with the latest one occurring before calling animas. Review of the alarm history showed no indication of loss of prime events. The reporter stated that the cartridges had been cycled correctly and that they had not used a different cartridge box yet but would do so. The cartridge cap was reportedly tight. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.